Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported or identified during the evaluation of heartmate ii left ventricular assist system; serial number (B)(6) was returned assembled with the driveline severed approximately 1¿ from the pump housing. The remainder of the driveline was returned, measuring approximately 18¿. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was returned secured to the inflow cannula with a zip tie, string, and sutures. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned attached to the sealed outflow conduit. Upon disassembly of (B)(6) visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications, and the device functioned as intended. The relevant sections of the device history records for vad-21012 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii lvas IFU is currently available. Although no device related issues were reported or identified, the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that this was a routine heart transplant.

Event description:
It was reported that the patient underwent a heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.